Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the right ventricular (rv) lead had high capture thresholds which led to loss of capture entirely. The patient was asymptomatic. The rv lead was repositioned on (B)(6) 2026, but it was still noted to have high capture thresholds. The output was increased to address this temporarily. The rv lead was then explanted and replaced on (B)(6) 2026. The patient was stable throughout the procedure.